Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration yes') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no/ patient didn¿t undergo essure confirmation test". The patient's medical history included cesarean section. Concurrent conditions included vitamin d deficiency and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient was found to have weight increased ("weight gain") and experienced vaginal discharge ("bladder/urinary problems: vag. Discharge") and vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, weight increased, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had not resolved, the pregnancy with contraceptive device and vaginal haemorrhage outcome was unknown and the vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered bladder disorder, device dislocation, fatigue, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pain, bleeding: no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: vaginal bleeding and vaginal infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: birth - no complication') and device dislocation ('migration yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems: vag. Discharge"), fatigue ("fatigue,"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pregnancy with contraceptive device outcome was unknown and the device dislocation, weight increased, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered bladder disorder, device dislocation, fatigue, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for pain, bleeding: no. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pregnancy: birth, no. Complication, device ineffective, migration, bladder/urinary problems: vag. Discharge, fatigue, weight gain, essure confirmation test; no added. Suspect drug stop and start date updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.